Event description:
History of present illness: the patient is a (B)(6) woman who was diagnosed with left breast infiltrating ductal carcinoma several years ago. At that time, she had undergone a left mastectomy with sentinel lymph node biopsy, had immediate reconstruction with a left ld flap with a submuscular tissue expander. The patient completed her serial expansions and ultimately had the expander replaced for a mcghan saline implant holding 260 ml. Since that time she has remained disease free. She noticed that 3-4 months ago. The left breast volume was slowly declining as compared to the right side. At that time, she was taking care of her father who was suffering from pancreatic cancer and decided putting off any type of investigations. The patient is now presenting for evaluation of what was felt to be a slowly leaking left breast implant. Description of procedure: we then turned our attention toward the left breast where the lateral breast incision line was then excised with 10 blade scalpel. Tissues divided with electrocautery down to the saline implant, which were removed. Under firm palpation, it was apparent that the leak was coming from the valve. Pathology report: the specimen is received in formalin, submitted as "left slow leaking breast explant save for quality staff pickup" and consists of an 11.5 x 11.5 x 2 cm breast implant. The specimen contains the identification msghan 240 cc. There appears to be a 0.2 cm area at the filling site with leakage. Manufacturer literature review states "you should also be aware that the breast implant may wear out over time and deflate/rupture. Deflated implants necessitate additional surgery to remove and to possibly replace the implant.....if you experience a problem, should you report it? If you believe that you have experienced a serious problem(s) related to your breast implants, you should have your health professional report the problem(s) to FDA. You are encouraged to report any adverse events through their health professionals. System. An adverse event is serious and should be reported when it results in an initial or prolonged hospitalization, disability, congenital anomaly, or medical or surgical intervention."